Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to charge her ipg and experienced ineffective therapy. Reportedly, the patient¿s programmer displayed an ipg communication error 2501. Troubleshooting did not resolve issue. Surgical intervention may be taken at a later date to address this issue.

Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced with a different model. Effective therapy was restored post operatively.